Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® vollure¿ xc in the lip/perioral. The patient developed nodules. Additionally, the healthcare professional reported that a patient previously had their lips done in korea using an [unspecified] juvéderm® product and the patient developed nodules. The patient came to the us and the injector dissolved everything and filled the patient¿s lips with juvéderm® vollure¿ xc. The patient reported having a non-device related respiratory viral infection after the filler injection and then developed hard, painful nodules all over their lips within 2 weeks. The us hcp dissolved it.